Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication stopped pumping because the tubing was obstructed at the flow-stop. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: lot number: updated. D4: expiration date: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.